Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported that a hypertension, perforation, pericardial effusion (pe) occurred leading to cardiac tamponade and cardiac arrest. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross access kit was selected for use. After performing the transseptal puncture prior to engaging in the left atrial appendage (laa), a large circumferential pericardial effusion and hemodynamic instability was noted. The physician thought to have punctured through a pfo and perforated the left atrial free wall / left atrial roof. A pericardiocentesis and pericardial window was performed. A hypotension was also noted and treated with CPR and epinephrine. The patient was sent to intensive care for recovery and discharged on(B)(6) 2025 with no residual complications. The device is not expected to be returned for analysis. No device malfunction was reported. The patient was not under warfarin nor antiplatelet drugs at the time.